Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device bag. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Only the bag was received. A tear was noted along the distal seam of the bag. Functional testing was precluded due to the observed damage. The returned sample as received was found not to meet quality release specifications after application in the clinical setting, and due to the broken seam, the reported condition was confirmed visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to broken bag seal. This failure mode has been identified as a trend and a process enhancement has been implemented. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
Procedure: prostatectomy according to the reporter: endo catch was used during a robotic prostatectomy. When the excised prostate was removed it was noted that the endo catch bag was broken approx 2 cm at the distal portion of the bag. The access ports were removed before the excised prostate was removed from the abdomen so an extended portincision was performed to remove the prostate tissue. Laparoscopic hand instruments/graspers and an extended port incision was used to remove the tissue. No patient injured, no extension of surgery time, no blood loss, no tissue damage, no change of procedure, nothing fell into cavity, no reinforcement material used. The incision was not extended by more than 2.54cm (1 inch).